Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch verio flex meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2016, 3:00pm. The patient manages his diabetes with oral medications diet and exercise. The patient denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient stated that on (B)(6) 2016, 2 days after the alleged product issue began she developed the symptoms of nausea and felt it amplified on the following day. The patient denied that he received any treatment for these symptoms. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the tests strips were stored correctly and not expired. The patient confirmed the test strip completely drew in the blood sample. The cca confirmed that the patient carried out the correct testing steps. The patient was unable/unwilling to say what the sub code was or if the issue was resolved. The patient's products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious diabetic excursion. The patient's reported symptoms do not meet lfs' criteria of serious injury, nor did they receive any medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.